Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of dyspnea, diaphoresis and elevated troponin. The leadless implantable pulse generator (ipg) exhibited inappropriate sensing, with atrioventricular synchrony unable to be confirmed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.